Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on november 16, 2018 involving a devilbiss oxygen concentrator reported to have been "alarming." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation demonstrated the unit was operating to specification; no performance problem was identified. Some deformation of the rear cabinet and air intake filter door was noted, however there was no evidence of increased internal temperatures or internal deformation. The root cause of the incident was likely close exposure to an external heat source.